Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a procedure wherein the ipg was not set to surgery mode. Afterwards, the ipg was unable to communicate and was found to be inoperable. The ipg was explanted and replaced which addressed the issue. Effective therapy was established post-op.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The issue was resolve with replacement of the ipg. There were no complications and effective therapy was restored. The patient was refamiliarized on how to use surgery and MRI mode. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.